Event description:
Gelsyn-3 --3 injections 1 week apart. Last injection on (B)(6) 2022. Knee is more painful and more unstable than before the injections. The practitioner explained that 3 injections are required no mater the size of the knee, i.e., a 250 pound person gets the same amount of fluid as a 100 pound person. The practitioner explained that there is probably too much fluid on the knee and the only solution is a cortisone injection to calm it down. I am very dissatisfied with this product and the fact that it cannot be gauged to suit my circumstances.